Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during intramedullary nail fixation on right femur, once nail was fully seated, the insertion screw of the insertion handle fractured, leaving a small portion left behind in the proximal aspect of the nail. Attempts to retrieve were unsuccessful. The piece remains screwed into the end of the nail. No immediate harm was anticipated to the patient.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the review of the information provided in the attached medwatch, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Reportedly, attempts to remove the fractured screw were unsuccessfully. Per report, the fractured piece remained screwed into the end of the nail. The fractured screw is biocompatible, and it was left secure inside of an implantable nail, therefore, micro-motion/migration of the retained screw is unlikely. However, we cannot rule out the potential for local tissue irritation and pain. Since there was no immediate harm anticipated to the patient, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded based on the limited information provided. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to fit/size of device or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Manufacturer narrative:
B4: description updated, h6: health effect code updated.

Event description:
It was reported that, during intramedullary nail fixation on right femur, once nail was fully seated, the insertion screw of the insertion handle fractured, leaving a small portion left behind in the proximal aspect of the nail. Attempts to retrieve were unsuccessful. The piece remains screwed into the end of the nail. No immediate harm was anticipated to the patient. Patient discharged from hospital weight bearing as tolerated. The piece will not be removed unless there are complications in the future.